Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Labelling review is not required as no product number was reported. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by critical care nurses reported in an online survey stated that reporting on behalf of a respondent who indicated the following complaint in an online chart audit: in the online survey, a physician stated that no, he/she was not able to successfully place the working sheath because 'due to device effect; additionally, the physician stated that no, he/she was not able to successfully maintain pressure and deflate the balloon because of 'syringe problems: balloon defect, in relation to the x-force nephrostomy balloon dilation catheter without eagle inflation device. Also, we are reporting on behalf of a respondent who indicated the following complaint in an online chart audit: in the online survey, a physician stated that the patient experienced tissue trauma associated with the use of the x-force nephrostomy balloon dilation catheter, and finally, the physician stated that the patient experienced other adverse events attributable to the x-force nephrostomy balloon dilation catheter, these being: 'none,' and mentioned that the physician stated that the patient required medical or surgical intervention as a result of device usage. The medical or surgical intervention that resulted from usage of the x-force nephrostomy balloon dilation catheter was: "none".

Event description:
It was reported that critical care nurses reported in an online survey stated that reporting on behalf of a respondent who indicated the following complaint in an online chart audit: in the online survey, a physician stated that no, he/she was not able to successfully place the working sheath because 'due to device effect; additionally, the physician stated that no, he/she was not able to successfully maintain pressure and deflate the balloon because of 'syringe problems: balloon defect, in relation to the x-force nephrostomy balloon dilation catheter without eagle inflation device. Also, we are reporting on behalf of a respondent who indicated the following complaint in an online chart audit: in the online survey, a physician stated that the patient experienced tissue trauma associated with the use of the x-force nephrostomy balloon dilation catheter, and finally, the physician stated that the patient experienced other adverse events attributable to the x-force nephrostomy balloon dilation catheter, these being: 'none,' and mentioned that the physician stated that the patient required medical or surgical intervention as a result of device usage. The medical or surgical intervention that resulted from usage of the x-force nephrostomy balloon dilation catheter was: "none".

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.